Manufacturer narrative:
This report is being supplemented to provide additional information based upon visual inspection of the device and to correct the instructions for use in h11. Mq conducted a thorough visual inspection of the device upon receipt. Beginning from the reprocessor side connector, it was verified that both locking levers broke off and were not returned with the devices. The pin inside the reprocessor side connector has no indications of being bent or damaged. The tubing was inspected and there are no signs of punctures on the tubing or signs of residue inside the tubing. Additionally, the endoscope side connector was also inspected to ensure that the connector was able properly able to connect onto the suction outlet as intended. The correct instructions for use are: "1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the user applied external stress in the incorrect direction to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The user can detect the event by conducting inspection as follows per the instructions for use (IFU): "9. Preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connectors on the connecting tube kept breaking. The issue occurred during reprocessing. There were no reports of patient harm.